Manufacturer narrative:
Date inaccurate, only the month and year are valid. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the device was infected and needed to be taken out. When the patient went to the (B)(6) they told them they needed to have the device taken out. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.